Manufacturer narrative:
Carefusion file identification: (B)(4). Importer report number: (B)(4). (B)(4). Carefusion is the importer of record for this device. The legal manufacturer (nox medical) has been notified of the reported event. Any further reports will come from the legal manufacturer.

Event description:
The customer reported one of their patients complained of a burning sensation after wearing the nonin 3150 pulse oximeter for approximately two hours during an in home sleep study. The patient removed the device and found that the area on the patient's skin under were the batteries are inserted had redness and a blister. The patient went to urgent care and was treated with an antibiotic and a cream for the burn. The device was returned to the customer by the patient and the patient was sent to a clinic for the completion of the sleep study.